Manufacturer narrative:
MFR's report date: 4/6/2011. (B)(4). The customer's report of a cracked female luer was confirmed. During visual inspection it was noted immediately that the female luer had a vertical hair line crack. The root cause of the crack was not identified.

Event description:
Sales rep called to report a customer's complaint of a crack at the female luer. The set was on a pt and there was no pt harm. No specific date of event was reported. The set was infusion fentanyl, epinephrine, insulin, milrinone, and vecuronium. Sales rep was unable to provide more detail after discussing with clinical staff.